Event description:
The customer called to report that her blood glucose levels elevated to 444 mg/dl three hours after changing the infusion set. The customer stated that she removed the infusion set when she started feeling ill, and noticed that the cannula was bent, but she never received a no delivery alarm. The customer had already changed the infusion set, and declined to conduct the high pressure test at the time of the call. The customer stated that she would monitor the current infusion set, and call back as needed. Advised the customer that there may not have been enough back pressure built up for the no delivery alarm to go off. The customer understood. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.